Event description:
During pva/stent of femoral arterial protege everflex 7mm x 30mm stent jumped distally by several mm and the vessel was not completely covered. Requiring placement of a second protege stent whose delivery system was defective, was not possible to deploy or recapture stent. Ultimately stent recaptured in distal section of introducer sheath. Introducer sheath was withdrawn over the aortic iliac bifurcation to the right iliac artery, where stent detached from the introducer sheath and was deployed in the iliac artery with adequate stent oppositions. There was normal flow though stent. No injury to pt.

Manufacturer narrative:
The initial report was received by the MFR on april 28, 2008 through a voluntary medwatch report from the hosp site. The details of this report are submitted verbatim from the initial report from the site.